Event description:
It was reported that drains and bulbs came apart post operatively and leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that drains and bulbs came apart post operatively and leaking.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿bonding strength is insufficient / bulb not connected properly to reservoir ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.